Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that there was a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with a complete pump reset by technical support and successfully started their sensor session, with no subsequent error code displayed.